Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 11 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, a recent echocardiogram revealed a mean valve gradient of 44 mmhg and a velocity greater than 4 m/s. The patient was symptomatic and was presenting with shortness of breath. It was noted that the patient was doing well for approximately 5 to 6 months post tavr procedure before developing symptoms. Additional information was received revealing that the patient was admitted to the hospital and had an echocardiogram performed which revealed evidence of abnormal functioning of the bioprosthetic aortic valve. The findings were consistent with stenosis of the aortic bioprosthetic valve. The aortic valve area (ava) was 1.08 cm2, the peak velocity was 454.19 cm/s, the mean gradient was noted to be 42 mmhg and the peak gradient was 82 mmhg. At this time, there is no intervention planned. A computed tomography (CT) was performed to determine if the valve was under-deployed or had hypoattenuation leaflet thickening (halt). Subsequently, the CT showed the transcatheter heart valve (thv) was well expanded. There was no clear indication of halt or any other reason for the increased gradients.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation and there were no significant observations. There were some "dark" areas at the cross sections, but it was noted that it could be artifact. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3 ultra valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradients that resulted in hospitalization has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, a definitive root cause was unable to be determined; however, it is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.